Event description:
Related manufacturer report number: 2017865-2022-41449. It was reported that a patient presented with their left ventricular (lv) lead dislodged and their other lv lead with extracardiac stimulation. The physician elected to explant and replace both the lv leads. The patient condition was unknown.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.